Manufacturer narrative:
Additional information was added to b5, d9, h3, h4 and h6. B5: four (4) devices were reported. H10: four (4) actual samples were received for evaluation. A visual inspection was performed which observed that all interlink -t conn non retractable were damaged. The reported condition was verified in all samples. The cause of the condition is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/30/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set was malformed. During prime, the user was unable to connect the extension set due to the male connector was "misshapen". There was no patient involvement. No additional information is available.